Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the device evaluation. According to the complaint description, the device alarmed with panel connection lost. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. The root cause was identified as a defective vu esm board, which was subsequently replaced. Following the replacement, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: unit does not start up and alarms with panel connection lost. No patient involvement .